Event description:
It was reported that an ¿8503 physician bolus in progress¿ message was encountered on the patient¿s personal therapy manager (ptm). The physician had intended to program a single bolus for 4 minutes but instead programmed it for 4 hours. The bolus had been running for approximately 30 minutes. It was indicated that the bolus was to be interrupted and the physician was to calculate how much medication was delivered in those 30 minutes. No patient symptoms were reported. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n334665, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).